Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the pump displayed an e4 (occlusion) error message on last thursday. Patient stated he changed the infusion set and battery and then after a few hours he did not feel good and checked his blood glucose level; it was 440 mg/dl. Patient reported he took a corrective bolus and then a few hours later his blood glucose level was 640 mg/dl. Patient stated he tried a 'fake' bolus and noticed that the pump does not deliver the insulin; it had difficulties being delivered. Patient reported he tried to make a 16 unit bolus of insulin but noted it delivered just a few drops. Patient stated he removed the pump and is now using multi-injection therapy; his blood glucose level is right. Patient does not think the pump works properly. No adverse event reported. Requested return of the alleged pump for evaluation.